Event description:
Physician reported that twenty (20) patients reported pain when performing a cataract surgical procedure. A separate MDR is being filed for each patient. This MDR is being filed for patient no. 6 for the left eye. While monitoring, inflammation was noticed by the physician (involving the cornea and anterior chamber) along with blurred vision due to corneal edema. The physician did not associate the problem with the intraocular lenses (iols). It was stated that the doctor believes that the reported patient complications are attributed to the anesthetic, lidocaine. Because a lens was implanted, the doctor wanted to ensure that abbott medical optics (amo) was notified. It was stated that the viscoelastic (amvisc) was provided by a third party. The following information was reported: it was reported that on (B)(6) 2014, a campaign for cataract surgery was performed on approximately 20 patients. Some patients reported pain during the procedure, which improved slightly when added more intra camerular anesthesia (intraocular, in the anterior chamber). It was necessary to medicate twelve (12) patients with intravenous dypirone. Despite the pain reported by some patients, the surgery occurred without complications. After surgery (24 hours after), patients were evaluated and all reported severe pain. Some of them already had surgery in the other eye in the same service and said the pain was much greater in the second eye surgery. Upon examination all patients showed a very intense inflammatory process involving the cornea and the anterior chamber. The dosage of anti-inflammatory eye drops (vigadexa) was increased to 1 drop/ 1h. It was associated with oral medication (prednisone 40 mg/ day) and instructed to return within 24 hours. On the second postoperative day the patients showed improvement in pain, small decrease in the inflammatory process and still maintaining very blurry vision due to corneal edema. The patients were instructed to return in 24 hours. On the third postoperative day the patients showed little improvement of inflammation, no longer had pain but still had very blurry vision. Another anti-inflammatory eye drops (prednisolone acetate 1% - 1 drop/1 h) was further added to try to control inflammation. Patients were instructed to return in 48 hours. On the fifth postoperative day, patients presented slight improvement of inflammation, but still remained very blurry vision due to corneal edema. Some patients noted a slight improvement of vision. The medication was continued and patients were instructed to return in 72 hours, or if the condition worsens, pain or worsening of vision. The information was provided as a cluster. No further information was provided.

Manufacturer narrative:
Age at time of event: unknown. Expiration date: unknown. Because the serial number is unknown, the manufacture date cannot be determined. Explant date is not applicable. No information was provided indicating that the lens was explanted. Concomitant medical products: anti-inflammatory eye drops vigadexa as vigadexa-alcon (moxifloxacin and sulfate dexamethasone). (B)(4). Manufacture date: unknown. Because the serial number is unknown, the manufacture date cannot be determined. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
In MDR supplemental report #1 - the correction box should have been checked. Corrected information was provided. A review of the manufacturing records, manufacturing process, and sterilization review were conducted. All process operations in the manufacturing record were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found that was related to the customer's report. Sterilization was processed and no deviations were found during this process. There were no discrepancies or defects found during the mrr (manufacturing record review) that were related to the customer's report. The documentation showed that the production order was manufactured according to specifications. As specified in the initial report, the physician did not associate the problem with intraocular lens (iol) and believed the patient complications were attributed to the lidocaine. All pertinent information available to abbott medical optics has been submitted. Placeholder .

Manufacturer narrative:
Date of birth - (B)(6). Expiration date 04/13/2019, serial# (B)(4). Concomitant device - emeraldc cartridge, lot# cp00038. (B)(4). Device manufacture date - 04/13/2014. Included in the additional information received was the affected eye is the left eye, an incision enlargement was noted and also noted is outcome as permanent impairment. In addition to the initially reported required intervention the box for disability or permanent damage is also being checked. Catalog# ar40e00205. Distributor was indicated as a report source on the initial MDR this was indicated in error. The report source is only applicable as foreign, health professional and user facility. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.